Event description:
The customer reported when they depressed the footswitch, no image was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller and display adapter circuit boards were replaced. The system was then found to be operating as intended.